Event description:
The customer stated that there was "no sound" coming from the speaker. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.